Event description:
This lady offered no c/o pre treatment. 65 minutes into the treatment she complained of chills. Pre temp 98.2 f max temp 100.8 f. The physician was called and ordered pylogen testing. Blood cultures and a cbc. The treatment was discontinued and the pt put on a new pre processed f 80. She had no further prob. She was given 325 mg tylenol - 18m vanco 120 gentamycin. No definitive reason could be found for this event, therefore, this MDR is being filed on the dialyer.